Event description:
It was reported that the catheter was broken when inserted. During an unknown procedure, an opticross¿ imaging catheter was used to treat an unknown target lesion. The opticross¿ was then inserted. However, it was noted that the opticross¿ was broken. No patient complications were reported and the patient's status was okay.

Manufacturer narrative:
Device returned to MFR: the device was returned for evaluation. Examination of the returned device revealed a kink in the sheath assembly at 7.4 cm from femoral marker to the distal end. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that the catheter was broken when inserted. During an unknown procedure, an opticross¿ imaging catheter was used to treat an unknown target lesion. The opticross¿ was then inserted. However, it was noted that the opticross¿ was broken. No patient complications were reported and the patient's status was okay.

Manufacturer narrative:
(B)(4).